Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 10 days post implant of the implantable cardioverter defibrillator (ICD), the ICD triggered a lead integrity alert (lia) for non-sustained high rate episodes and sensing integrity counter (sic) that appeared to be non-physiologic noise. In addition, one impedance spike was noted. A connection issue was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.